Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive reactions of two patient samples with ih-card abo/d(dvi-)+rev. A1, b on ih-1000. The customer did neither provide the complaint sample nor the patient samples that had caused the false positive test results. The patient sample is suspected of causing carryover:patient diagnosis is monoclonal gammopathy. The customer stated that the causative sample had been sent to the reference lab and they do not have any left, therefore the customer was not able to provide the patient sample for investigational testing. Therefore, our quality control laboratory tested their retention sample of the affected lot with different donor samples on ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. The trace files of the affected ih-1000 were analyzed. 1-loading tube sample: the samples (B)(6) were loaded directly behind each other. The tests performed with each sample were blood group/ reverse group and ab screening test on the right side pipettor. 2-pipetting: the distribution sequence was performed on two batches; first with rbc suspension dispenses and then the serum dispenses. Rbc suspension dispense: the rbc sample (B)(6) was pipetted after the rbc sample #(B)(6) (diagnosis monoclonal gammopathy) in the retest the sample (B)(6) showed a correct result in the blood group typing. With regard to the rbc suspension disperse the reactions from #(B)(6) are explainable by the patient diagnosis "monoclonal gammopathy" of sample #(B)(6) - due to the presence of excessive amounts of protein/monoclonal gamma globulin that might have stuck to the needle. Based on the images of the daily journal the diagnosis of the patient the complaint was classified as confirmed - epp (expected product performance). The complaint sample was not available for investigation and the retention sample reacted as expected. The customer did not return the patient samples #(B)(6) (patient with monoclonal gammopathy) and #(B)(6). Both showed false positive blood group typing results. These reactions and the carryover event could be explainable by the patient diagnosis: monoclonal gammopathy. This disease is characterized by the presence of excessive amounts of myeloma protein or monoclonal gamma globulin. We also have a suitable statement in the IFU for the ih-card abo rev.a1, b: "abnormally high concentration of protein might cause false positive reactions." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.